Event description:
Eclipse homepump (lot # 0202451139, model e102000) containing 0.9% sodium chloride ceftriaxone 2 gram/100 ml with set flow rate 200 ml/hr was leaking as tubing detached at connection to filter.